Event description:
Report received from the USA stating that the device was "leaking" oil during an anterior cervical discectomy and fusion surgery. There were no injuries reported. There was no delay in the surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.